Event description:
Device malfunction: none. Symptoms/ae: infection/surgery. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, following the diagnostic procedure, the pt returned with soreness and redness on the groin at the puncture site. Surgery was performed to remove the sutures and drain purulent matter from the infection in the artery. There were no other adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
Customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.